Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No blank display anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 571 mg/dl at the time of incident. The customer did not provide details on symptoms and treatment related to the high blood glucose level episodes. Customer was stated that they received blank display. Customer was not able to troubleshoot for high blood glucose level due to blank display. The insulin pump will be returned for analysis.